Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for implant. Upon inspecting the new device, some fogginess was noted close to the interior of the atrial port and was also noted near the edge of the header. Physician elected to replace the device.

Manufacturer narrative:
No conclusion code available. The reported header anomaly was confirmed in the laboratory. The is1 lead bore tips were slightly opaque, but were within specification.